Event description:
During an initial implant procedure, there was difficulty screwing in the lead into the header of the device. It was suspected that it was due to the set-screw of the device being stripped but it was not confirmed. The physician then tried to disconnect the lead from the device but there was a failure to do so. A new device was used to complete the procedure. The patient is stable.

Manufacturer narrative:
The reported event of unable to tighten and loosen setscrew were confirmed. Analysis revealed that the user/physician was inserting the wrench into the v-setscrew incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrew inset being stripped while attempting to tighten the setscrew. Once stripped, the setscrew could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrew. The a-setscrew and inset was normal. The problem was caused by incorrect use of the torque wrench by the user/physician.